Manufacturer narrative:
Hill-rom has identified a potential for tripping over the careassist pendant cord if it is allowed to rest on the floor beside the bed. To minimize the potential for tripping, all careassist beds shipped beginning january 8, 2007 have two add'l wire ties securing the pendant cable to the bed frame; which will limit the amount of excess cord. For careassist beds shipped prior to january 8, 2007, hill-rom will provide an instruction sheet and wire ties to our customers asking them to implement the use to further reduce the potential tripping hazard. Attached is a copy of the customer letter. (See add'l scanned pages).

Event description:
The customer alleged that some nurses have tripped on the pt pendant cord. No injuries reported.